Event description:
It was reported that the external pulse generator was received new and during its initial inspection it was noted that its display flickered. It was explained that its backlight was significantly brighter than other generators, that the backlight would dim slightly if the device was moved around and that during pacing the backlight would dim and flicker along with the output pulses which made the screen difficult to read. The generator was returned to service for a replacement device. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of the display flickering. When compared to a known good device no difference in display backlighting could be observed. It was noted that when the room conditions were darker, when the pace light-emitting diodes (led's) were blinking it could appear as if the backlight were flickering due to the difference in contrast of the backlight and the green pace led's. It was noted that during analysis the device failed incoming functional testing and therefore the printed circuit board was re-aligned and the device passed all re-testing. Analysis also found that one case screw was contaminated, the main world label had a lifted corner that would no longer stick down, the battery wires were not routed correctly and the liquid crystal display wires insulation was slightly pinched. All found defective parts were replaced and all other identified issues were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.